Event description:
Prior to using the perclose a-t (the closer ak) device, the physician attempted to deploy and park the foot using the lever. It was reported that after deploying the foot, it could not be completely parked; therefore, the device was not used. A second perclose a-t device was used for closure. Though requested, no add'l info was provided.